Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 1 of the medbank was not populating. A field service engineer (fse) opened up the back to inspect the drawer controllers and module controllers and saw that the module controller for drawer 1 and 2 was not showing all the leds. The fse shut down the station and replaced the module controller. After replacing, the station was powered on and all led lights were shown. The cubex support also verified the drawer functionality. The system functioned as intended after the field service engineer repaired the device. (B)(6).

Event description:
It was reported by the customer that a bd pyxis¿ medbank mini had a drawer was failed to open. The customer stated that the malfunction occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this event.